Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: -there was no surgical delay and the lot numbers were not visible on the head trials.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the head trials do not fit onto trial stick. The sizes are not visible on the head trials. These were found after the case so there were no adverse consequences and the patient was not affected. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the s/c & mod cath trl had scratches on the surface however, the etching was readable and clear. This type of damage is consistent with other tools and hard edges coming in contact with the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed with a laboratory sample mating device, and the s/c & mod cath trl was successfully assembled without any issues. There were no signs of looseness or difficulties observed during assembly. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the s/c & mod cath trl would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ae1200) provided is not a valid finished goods lot number.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head trials do not fit onto trial stick. The sizes are not visible on the head trials. These were found after the case so there were no adverse consequences and the patient was not affected.